Manufacturer narrative:
This ingevity lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection noted dried blood around the helix. A stylet insertion test was undertaken and the stylet could be passed no further than the end of the terminal pin. An x-ray of the lead found the inner coil had become deformed/narrowed during the implant procedure. Testing was completed to assess lead electrical performance . Measurements throughout these tests were within normal limits.

Event description:
It was reported that this right ventricular (rv) lead was extracted due to an unknown reason less than a month after it was originally implanted. A new rv lead was implanted during the procedure. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was extracted due to an unknown reason less than a month after it was originally implanted. A new rv lead was implanted during the procedure. No additional adverse patient effects were reported.